Event description:
Information received indicates the nurse call will not alarm at the nurses' station when activated.

Manufacturer narrative:
The technician replaced the nurse call membrane switch to repair the bed.